Manufacturer narrative:
One device was returned for repair with complaint of error code 41786. There was no prior service history. Visual/functional testing was performed. The reported error code was duplicated with a red screen upon powering the device. Performed power up test. The probable cause of the reported issue is a faulty main board. Replaced main board to resolve reported error code. The device passed all functional test upon repair.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 41786. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
B5: it was further reported that there was no patient involvement, no patient injury was reported.